Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. Customer's blood glucose level was reported at 150 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump unable to verify failed battery test alarm due to no button response. Insulin pump received with cracked display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.